Event description:
Patient was on ECMO in the CT-ICU. The ECMO circuit negative pressure was reading abnormally high. The physician was contacted for possible cannula malposition. The ECMO technician was troubleshooting the circuit. The physician attempted to reposition the cannula without success. The patient was taken to the ctor for cannulation reposition. The ECMO technician added a negative pressure port and monitored the response. The additional negative pressure monitoring showed acceptable negative pressure readings. It was determined that the cardiohelp ECMO pressure source was malfunctioning.